Manufacturer narrative:
Siemens is investigating the event.

Event description:
The customer contacted the siemens customer care center (ccc) to inform that volume check errors were obtained on the atellica im 1300 analyzer, and troponin testing was delayed due to the errors. The customer informs that a backup atellica analyzer was undergoing maintenance and not available for backup testing. The customer was unable to troubleshoot and requested service from siemens. There are no known reports of adverse health consequences due to the delay in troponin testing.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00260 on (B)(6) 2020 additional information (B)(6) 2020): the siemens rsc (remote services center) assisted the customer in troubleshooting the reagent probe 1 volume check errors and notified the customer to change the reagent probe. The customer stated they did not have a replacement probe and requested a siemens cse (customer service engineer) to be dispatched. The cse contacted the customer and was informed that the system resumed normal operational after completing the maintenance. The customer stated that no further volume check errors were noted, and the issue was resolved, and the cse service was not required. The cse has performed a follow-up, and the system remained operational since the customer performed the maintenance. The cause of reagent probe 1 volume check errors is unknown. The system is operational, and no further evaluation of the device is required. The following h6 codes were updated: results code and conclusions code.